Event description:
An unexpected decrease of the remaining battery charge was observed. Device currently remains implanted. Should additional information be received this file will be updated.

Event description:
An unexpected decrease of the remaining battery charge was observed. Device currently remains implanted. Should additional information be received this file will be updated.

Manufacturer narrative:
The device was received for analysis. Explant date is currently unknown. The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was interrogated showing a warning message on the programmer indicating an elevated current consumption. Therefore, the pacemaker´s memory content was analyzed confirming this observation. The battery status was ¿ok¿. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. The therapy functionality was still fully functional. During the further course of the analysis the pacemaker was opened. The visual inspection of the inner assembly showed no anomalies. The current consumption of the electronic module was measured indicating an elevated current consumption. Subsequent thorough investigations of the electronic module revealed a defective capacitor resulting in the clinical observation. In summary, a defective capacitor was identified during analysis leading to the clinical observation. The manufacturing records document a normal device production. It is therefore assumed, that the damage occurred after the device shipment, however the date of occurrence was not determinable.